Event description:
The patient awoke at home in the morning, and noticed the pump tubing was wet near the filter. She called the clinic and was instructed to stop the pump, wash her skin in case she came into contact with the chemotherapy, and to return to the clinic. This is the fourth report we have submitted regarding problems with this tubing leaking. The first three reports were submitted one month ago. The lot # for the previous reports was 571635h. The lot # for this report is 611805h. According to clinic staff, additional incidents have occurred since, but I do not have that information at this time. It seems the issues involve leaking around the filter.